Event description:
The reporter stated, the surgeon inserted an aq2003v silicone three piece lens and the haptic tore. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
.